Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the re ported event.

Event description:
It was reported that on an unknown date, post-op, screws broke shortly after surgery. Revision surgery was performed. The products came in contact with the patient.

Manufacturer narrative:
X-ray analysis: l-3-s1 posterior spinal fusion, fracture of bilateral s1 screws is present. In limited views provided, it is di fficult to asses the fusion status. Length of time from surgery to fracture is unknown. 5.5mm screw diameter was used. No details available for patient size. Possible contributing factors include failure of fusion patient body habits and size of hardware used.

Manufacturer narrative:
Product analysis: visual review confirmed the implant is fractured between ~4-5 threads from the base of the bone screw head. Optical examination of adjacent surface around the possible area of crack propagation did not identify material surface defect that could contribute to crack propagation. Fracture surface severely damaged, likely due to repeated, cyclic impact of the upper and lower portions of the bone screw, post-fracture. Dimensional examination of the major and minor diameters confirmed conformance to print specification. Inconclusive: the extent and severity of the fracture surface damage renders the implant unsuitable for further analysis.